Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, the patient had a 6cm liver tumor as a result of cancer. Reportedly, the rf output was set to 160watts, and the distribution of power (ablation time) became long. Due to the increasing temperature of the leveen needle electrode, the patient experienced pain at the puncture site. The physician removed the electrode, and checked it outside the patient. There was no visible damage to the device; however, it was hot. The physician thought that the hot temperature of the needle could have been caused by the prolonged time of the procedure, or a malfunction of the device. The procedure was successfully completed using the same generator and a second leveen needle electrode. There were no patient complications reported as a result of this event. Reportedly, no intervention or treatment was provided as a result of the pain. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of electrode hot/overheated. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.